Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, inspection of the device could not confirm the reported chipped/cut bending rubber and exposed braid wire issue, as there was no exposed braid observed and there was no cut in the bending section cover (a-rubber)/no leak. The event may be detected by following the instructions for use section below: chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
During an onsite inspection by an olympus representative, the cysto-nephro videoscope was observed having a badly chipped bending rubber and braid wire was exposed. There were no reports of patient harm.